Manufacturer narrative:
The device was returned for evaluation and inspected. A burnt component was identified on the power supply pwa board. The pump was unusable and wouldn't turn on. The cause was unable to be determined.

Event description:
The event occurred on an unspecified date and involved a plum 360 infusion pump. It was reported to be unable to turn on upon installation; the on button would not turn to green light and the power supply contained a burned component. There was no patient involvement; this was an out of box failure. There was no harm reported as a consequence of this event.